Event description:
A report was received that the pt underwent a pocket revision procedure due to the pocket being uncomfortable. The physician moved the ipg pocket deeper and the pt is getting good stimulation and is reportedly doing well.

Manufacturer narrative:
This is the final report.